Manufacturer narrative:
H10: the reported complaint of tubing separation could not be confirmed. (B)(4) monitoring kits were returned for investigation. No photographs or videos were provided by the customer for evaluation. However, two (2) new same lot samples were provided for investigation. Both of these samples were visually examined and no anomalies were observed across the sets. Further, the sets were found to meet product specifications for bond strength of the representative bonds described in the complaint. The lot # 3898630 was reviewed and there were no relevant non-conformances found.

Manufacturer narrative:
The device is available, but has not been received for testing and investigation.

Event description:
The event involved a report stating that the transpac disconnected between the extension and the three-way tap. The issue became visible when moving the patient from spine to prone position and bleeding was noted from the disconnection point.